Manufacturer narrative:
A company service representative examined the system and was able to duplicate the reported problem. The flash memory that had been left in the system was removed and the system booted up properly. The 30psi was also replaced due to a pressure air leak. The rear intake filter was also cleaned. The system was then tested and met all product specifications. A sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when add'l reportable info becomes available. (B)(4).

Event description:
Adverse event(s): "no patient impact" (no consequences or impact to patient). Product problem(s): "display remains frozen following reboot." (No display or display failure); "system switched out to complete surgery." (No code available). A biomedical engineer reported, the touchscreen froze and would only display the company's logo. The event occurred during set-up, prior to surgery. The system was rebooted, but screen did not clear. The back-up system was used to complete the surgeries. There was a 30 minutes delay while the systems were switched. There was no patient harm reported.